Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance was high and undefined. The physician suspected clavicular crush of the lead. The lead was also noted to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.